Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a depleted battery alarm was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries and battery harness was replaced to fix the reported condition. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter has received similar reports for the reported problem.

Event description:
The facility reported a colleague infusion pump with a malfunction of "depleted battery alarm". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.